Event description:
A remstar pro c-flex+ device was returned to a third-party service center in reference to thermal event. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found "burnt power connector". At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.